Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving excessive "meter blood glucose " now alert. Customer was educated on meaning of alert. Customer reported to wake up with low blood glucose. Customer's blood glucose was 50 mg/dl.